Event description:
Reportedly the patient presented some episodes of rv oversensing with pacing inhibition (pacing dependent patient). Noise was slightly reproduced with heavy maneuvers. The patient has a plug in the atrial connection. The v sensibility was decreased in order to avoid oversensing. Preliminary analysis showed a lead or connection issue.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly the patient presented some episodes of rv oversensing with pacing inhibition (pacing dependent patient). Noise was slightly reproduced with heavy maneuvers. The patient has a plug in the atrial connection. The v sensibility was decreased in order to avoid oversensing. Preliminary analysis showed a lead or connection issue.